Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a depleted battery alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted batteries. The main batteries and battery harness were replaced to correct this condition. A service history review revealed that this device has not been serviced prior to this event for the reported condition. However, during previous service the battery and battery harness were replaced.

Event description:
During service by baxter, a colleague infusion pump was found to contain a malfunction of a depleted battery alarm. There is no adverse event, patient injury or medical intervention associated with this report. This event occurred during product evaluation. No additional information was available. The user interface module software version of this device is currently unknown.